Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device using an 8f sheath after a percutaneous coronary intervention procedure. Reportedly, when the plunger was pushed in, the posterior foot broke due to the applied tension. The device was removed, however, the detached foot remained inside the vessel. Surgery was performed to retrieve the foot and to achieve hemostasis. There was no adverse patient sequela, however a clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The foot separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. The returned analysis indicated that the needles missed the cuffs on both the posterior and anterior locations causing the needles to no connect with the cuffs. The procedure stated calcification at the access site. The calcification likely caused the needle deflections. It is also likely as reported that the posterior needle struck the foot. Both the needle strike and the calcification combined likely caused the separation. In this case, with the needles deployed and the foot separated, the posterior needle and a portion of the suture along with the posterior foot and the link would be inside the vessel. The anterior cuff would be still attached to the anterior foot. However, when the device was removed, the anterior cuff was likely pulled out of the anterior foot and this caused the posterior foot with the link to remain inside the patient as reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.